Manufacturer narrative:
(B)(4).

Event description:
It was reported that that the atrial lead exhibited low impedance; an alert was triggered. There were no other electrical anomalies. The patient was asymptomatic. No additional information was reported.